Event description:
The device was used during a gastro jejunostomy procedure. The technician cut his thumb when he was changing the disposable loading unit. The hosp has not provided any further info.